Manufacturer narrative:
E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. The root cause of the ischemia/tachycardia/paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp lost doppler pulses in the lower extremity. A fasciotomy was performed to the right lower extremity. Additionally, the patient experienced atrial fibrillation with rapid ventricular response and ventricular tachycardia. The patient was treated with epinephrine. Later, the patient was successfully weaned from the pump and survived.